Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Because the lot number is unknown, the full UDI number is not available. The primary device identifier (di) number was not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: dqo, dxn, dqe, kra, dqk, drs, dsb, qaq. G4. Additional PMA/510k: k231248.

Event description:
It was reported that during use of the swan-ganz vip catheter while being placed, it immediately started clotting. Clotting has been experienced with swans within 24 hours of placement. On (B)(6) 2026, patient had a swan placed and a few hours later clinicians were unable to obtain a waveform or flush the pulmonary artery catheter (pa) port in the ICU. A new swan was placed in the cath lab, however upon arrival back in the ICU, the new catheter could not be flushed, and a waveform reading could not be obtained. No allegation of patient injury was reported.